Event description:
Pt for arthroscopy left knee. Following insertion of multivac/tristar 50-3.0 mm 50 deg suction lot # 5601721, surgeon noted they visualized only 2 buening balls to tip of wand instead of 3. Buening balls appear size of y3 of the head of a straight pen. Surgeon not able to locate for removal during procedure.